Event description:
A surgeon reports dissatisfaction with pt outcomes following refractive surgery. Additional info provided by the surgeon indicates this pt received an uncomplicated bilateral custom lasik procedure. This report is for the right eye, the left eye is being reported under MFR report # 1061857-2009-00075. Postoperatively this pt was slightly overcorrected in the right eye and exhibited a decrease in bcva. The surgeon's notes indicate that there was a slight interface haze/opacity that the surgeon expects to resolve through the healing process and the pt is unable to drive at night. The surgeon indicated he is waiting to see what happens with this pt, but does not expect significant improvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 07/08/2009.